Event description:
It was reported that an intraocular lens (iol) was set for surgery. But the lens got scratched to become useless because the plunger failed to push the lens to override it. Similar events occurred two times in a row. There was no patient contact as the issue was prior to use, no patient injury. No other information was provided. This is to capture 2nd suspect of 2 events received, a separate report is submitted to capture 1st suspect of 2 events.

Manufacturer narrative:
Section age or date of birth, sex, weight, ethnicity: not applicable as no patient involvement. If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted, hence not explanted. Phone number: (B)(6). The device is not returned; therefore, a failure analysis of the complaint device cannot be completed. A review of the device record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation? Yes. Returned to manufacturer on: sept. 21, 2022. Section h3: device evaluated manufacturer? Yes. Device evaluation: visual inspection under magnification revealed that the complaint lens was received stuck in the cartridge of the simplicity handpiece. The cartridge was observed with cartridge tip damage and cartridge damage. The lens module and cartridge assembly was observed sitting loose in respect to the entire handpiece, however the customer reported no complaint regarding an assembly issue. Damage and signs of stress were observed at the handpiece exit of the plunger rod track and the hooks that hold the cartridge in place. The plunger rod was observed to be bent as well. No additional handpiece defects (including flashes) and assembly issues were observed after disassembly. The lens was damaged during removal of the cartridge and detached haptics, and lens damage was observed. The complaint issue "dc-plunger rod issue" was identified during product evaluation (dc-override and dc-cosmetic issues were not confirmed); however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product deficiency or product malfunction. . All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.